Event description:
While in route on an als transfer pt was placed on lp12 monitor. Pt was on EKG, screen went black & no picture was visible. Pt was placed on a spare sp02 sensor, pt kept on monitor and EKG was still printed out along with b/p. Every so often no complication with pt in route.